Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the mvp micro vascular plug system. Survey results from an interventional cardiologist in practice 7 years. The respondent has been using the mvp micro vascular plug system since (B)(6) 2019. The mvp micro vascular plug system was used during 18 arterial procedures and 3 venous procedures, all of which were in the past 12 months. The respondent has not used the device in procedures other than to obstruct or reduce the rate of blood flow in the peripheral vasculature. In the past 3 years, the respondent has reported complications of bleeding (2), fever (1), and vessel trauma or perforation (3). The fever complication occurred in the past 12 months. The bleeding and vessel trauma or perforation complications did not occur in the past 12 months. 1 bleeding, fever, and vessel trauma or perforation complications were reported as being related to the device itself. All device related complications were reported as being not at all concerning. The complication of bleeding was controlled with local hemostatic measures, the fever was solved with antibiotics. The vessel trauma or perforation event was described as mild and treatable. The respondent indicated being aware that vessel trauma or perforation was a potential complication as noted in the IFU. The respondent indicated they were not aware that bleeding and fever were complications listed in the events section of the IFU.